Manufacturer narrative:
Catalog#: 6741204. The reported event could not be confirmed because no device and/or insufficient information was provided for review. A valid lot number was not provided therefore manufacturing history could not be reviewed. Due to the device not being returned and insufficient information provided, a definite root cause cannot be determined.

Event description:
It was reported that; the solicitor's letter alleges clinical negligence in relation to the performance and postoperative management of spinal surgery, namely c6/7 anterior cervical discectomy with cage fusion performed in 2008.

Event description:
It was reported that; the solicitor's letter alleges clinical negligence in relation to the performance and postoperative management of spinal surgery, namely c6/7 anterior cervical discectomy with cage fusion performed in 2008.